Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was damaged resulting in leaking. Customer's blood glucose (bg) was 517 mg/dl with moderate ketones. Customer administered manual injections to treat elevated bg. Reportedly, a cartridge change was performed to resolve the issue and insulin delivery was resumed.